Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, blower mister air will flow backwards. The operation is completed after replacing the same consumables. No delay. No harm.

Manufacturer narrative:
Tw ID#(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise ID#: (B)(4).. Updated sections: b-4, d-9,g-3, g-6, h-2, h-3,h-6, h-11. The device was returned to the factory for evaluation on 07/01/2024. An investigation was conducted on 07/09/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact blower mister or the blower misted tip. The device was hooked up to an IV and co2 source to determine if there was a backflow of co2 into the IV bag. Bubbles were observed in the IV bag during the testing. An engineer evaluation was conducted on 08/07/2024. The blower mister was attached to the IV bag to determine if a leak was present. The c02 was turned on and air bubbles were observed flowing into the IV bag. The co2 was turned off and further evaluation of the blower mister was conducted. Blue ink was injected into the co2 tubing to see the flow path through the y connector and it was observed that there was a leak at the y connector and spacer. See email chain attached. The device was sent to the supplier for further evaluation. See attached supplier evaluation memo. Based on the returned condition of the device as well as the evaluation results, the reported failure "back flow" was confirmed. The lot # 96255739 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.